Event description:
The customer reported a "stator not on" error message was displayed and the rotor would not work. The system will not operate with this error. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The stator wiring was repaired during the service call. The system was tested and found to be working as intended and returned to service.